Manufacturer narrative:
Other: this complaint was reported to (B)(6). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lynx system was implanted. According to the complainant, after the procedure, the device had caused the patient's tissue at her bladder neck to become necrotic. The mesh had double back on itself, and tightened causing intense pain at rest and on activities of daily living. The mesh had to be removed resulting in two major surgeries. In addition, the patient also experienced pudendal nerve damage, erosion three times, increased number of urinary tract infections, chronic pelvic pain, dyspareunia, and pain on walking especially on a slope and using stairs. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.